Event description:
The OEM supplier reports for their customer, "the deltoid needle detached from the orange sheath during injection. The needle had been removed. The nurse was stuck in her finger after removing the needle from the patient. The nurse is currently taking medical treatment.

Manufacturer narrative:
Results evaluation - the investigation into this report is limited as the user facility did not provide event sample. Without evaluating the event sample, we are unable to determine the root cause of the event. They did provide two possible lot numbers. Review of our complaints database reveals no confirmed events that relate to this report and no nonconformances during manufacture that would relate to this report. The needle-pro packaged, finished device is provided to janssen who packages it in their risperdal consta kit with their own instructions for use. This event can occur if the user does not secure the needle to the protection device (needle-pro device). Smiths medical's instructions for use include instructions to "seat the needle firmly on the needle-pro device with a push and a clockwise twist". Janssen has added language in their instructions for use to direct the user to secure the needle to the protection device prior to use and is in the process of issuing a dear health care professional letter to further disseminate this change to their instructions for use. Smiths medical has performed testing on similar product and have not identified a disconnect issue when product is seated per the smiths medical IFU. This report is being logged for trending.